Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included suicide attempt. Concurrent conditions included multigravida, parity 2, dysuria, breast disorder nos and endometriosis of uterus. Concomitant products included hydrocodone since 2008 and lisinopril since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced tooth loss ("dental problems tooth loss"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), thyroid disorder ("autoimmune disorder type of disorder: thyroid"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), hormone level abnormal ("hormonal imbalance"), vitamin d decreased ("low vitamin d") and back pain ("back pain"). In 2013, the patient experienced dysmenorrhoea ("monthly pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), libido decreased ("low sex drive"), ovarian cyst ("ovarian cyst") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (robotic laparoscopic hysterectomy; bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, abdominal distension, menstruation irregular, headache, tooth disorder, depression, anxiety, libido decreased, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, vitamin d decreased and tooth loss outcome was unknown, the genital haemorrhage, dysmenorrhoea, thyroid disorder and back pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, salpingitis, thyroid disorder, tooth disorder, tooth loss, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion current weight 260 lbs. She take birth control pill. ¿concerning the injuries reported in this case, the following ones were described in patients social media: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, laboratory data, concomitant disease, concomitant drugs were added. On (B)(6) 2006, she implanted essure (previously reported as (B)(6) -2006). Updated suspect drug indication. Added events hormonal imbalance & low vitamin d, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: thyroid, migraines , dental problems, fatigue, back pain and chronic salpingitis. Updated events and seriousness of event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In february 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dysmenorrhoea ("monthly pain"), menstruation irregular ("irregular periods"), headache ("headaches"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), libido decreased ("low sex drive"), ovarian cyst ("ovarian cyst") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dysmenorrhoea, menstruation irregular, headache, tooth disorder, depression, anxiety, libido decreased, ovarian cyst and weight increased outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, libido decreased, menstruation irregular, ovarian cyst, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. ¿concerning the injuries reported in this case, the following ones were described in patients social media: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain." Most recent follow-up information incorporated above includes: on 7-jun-2018: per social media: following events: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpinsitis'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, uterine bleeding and burning micturition. Concurrent conditions included gravida ii, parity 2, dysuria, breast disorder female, endometriosis of uterus, hypertension and hypothyroidism. Concomitant products included duloxetine hydrochloride (cymbalta), hydrocodone since 2008, lisinopril since 2015 and thyroid (armour thyroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain/weight gain/loss(specify which one) weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and tooth loss ("dental problems tooth loss"). In 2008, the patient experienced headache ("headaches"), hypothyroidism ("autoimmune disorder type of disorder: thyroid/hypothyroidism"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have hormone level abnormal ("hormonal imbalance") and vitamin d decreased ("low vitamin d"). In 2013, the patient experienced dysmenorrhoea ("monthly pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 7 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), libido decreased ("low sex drive"), ovarian cyst ("ovarian cyst"), temporomandibular joint syndrome ("temporomandibular joint syndrome"), hot flush ("9 d po and get hot flashes") and neuralgia ("nerve pain"). The patient was treated with antibiotics and surgery (ablation on (B)(6) 2013, hysterectomy with bilateral salpingectomy/surgery (other) type of surgery: endometrial biopsy and robotic laparoscopic hysterectomy; bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, abdominal distension, menstruation irregular, headache, tooth disorder, depression, anxiety, libido decreased, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, vitamin d decreased, tooth loss, urinary tract infection, temporomandibular joint syndrome, hot flush and neuralgia outcome was unknown, the genital haemorrhage, dysmenorrhoea, hypothyroidism and back pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypothyroidism, libido decreased, menorrhagia, menstruation irregular, migraine, neuralgia, ovarian cyst, pelvic pain, salpingitis, temporomandibular joint syndrome, tooth disorder, tooth loss, urinary tract infection, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Current weight 260 lbs. She take birth control pill. ¿concerning the injuries reported in this case, the following ones were described in patients social media: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain.". Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpinsitis"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, uterine bleeding and burning micturition. Concurrent conditions included gravida ii, parity 2, dysuria, breast disorder female, endometriosis of uterus, hypertension and hypothyroidism. Concomitant products included duloxetine hydrochloride (cymbalta), hydrocodone since 2008, lisinopril since 2015 and thyroid (armour thyroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain/weight gain/loss(specify which one) weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and tooth loss ("dental problems tooth loss"). In 2008, the patient experienced headache ("headaches"), hypothyroidism ("autoimmune disorder type of disorder: thyroid/hypothyroidism"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have hormone level abnormal ("hormonal imbalance") and vitamin d decreased ("low vitamin d"). In 2013, the patient experienced dysmenorrhoea ("monthly pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 7 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), libido decreased ("low sex drive") and ovarian cyst ("ovarian cyst"). The patient was treated with antibiotics and surgery (ablation, hysterectomy with bilateral salpingectomy/surgery (other) type of surgery: endometrial biopsy and robotic laparoscopic hysterectomy; bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, abdominal distension, menstruation irregular, headache, tooth disorder, depression, anxiety, libido decreased, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, vitamin d decreased, tooth loss and urinary tract infection outcome was unknown, the genital haemorrhage, dysmenorrhoea, hypothyroidism and back pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, libido decreased, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, salpingitis, tooth disorder, tooth loss, urinary tract infection, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Current weight 260 lbs. She take birth control pill. ¿concerning the injuries reported in this case, the following ones were described in patients social media: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain." Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: infection (bladder/ urinary tract/vaginal) type: uti. Event clubbed: bloating/gastrointestinal or digestive system condition type: bloating. Event pt updated: autoimmune thyroid disorder to hypothyroidism. Treatment and concomitant medications were added. Suspect drug implant date updated from (B)(6) 2006 to (B)(6) 2006. Event onset date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpinsitis'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, uterine bleeding and burning micturition. Concurrent conditions included gravida ii, parity 2, dysuria, breast disorder female, endometriosis of uterus, hypertension and hypothyroidism. Concomitant products included duloxetine hydrochloride (cymbalta), hydrocodone since 2008, lisinopril since 2015 and thyroid (armour thyroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2006, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"). In (B)(6) of 2007, the patient was found to have weight increased ("weight gain/weight gain/loss(specify which one) weight gain"). In (B)(6) of 2008, the patient experienced fatigue ("fatigue") and tooth loss ("dental problems tooth loss"). In 2008, the patient experienced headache ("headaches"), hypothyroidism ("autoimmune disorder type of disorder: thyroid/hypothyroidism"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia). In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have hormone level abnormal ("hormonal imbalance") and vitamin d decreased ("low vitamin d"). In 2013, the patient experienced dysmenorrhoea ("monthly pain/ dysmenorrhea (cramping). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 7 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), libido decreased ("low sex drive"), ovarian cyst ("ovarian cyst"), temporomandibular joint syndrome ("temporomandibular joint syndrome"), hot flash(¿9 d po and get hot flashes¿) and neuralgia ("nerve pain"). The patient was treated with antibiotics and surgery. (Ablation, hysterectomy with bilateral salpingectomy/surgery (other) type of surgery: endometrial biopsy and robotic laparoscopic hysterectomy; bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, abdominal distension, menstruation irregular, headache, tooth disorder, depression, anxiety, libido decreased, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, vitamin d decreased, tooth loss, urinary tract infection, temporomandibular joint syndrome, hot flush and neuralgia outcome was unknown, the genital haemorrhage, dysmenorrhoea, hypothyroidism and back pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypothyroidism, libido decreased, menorrhagia, menstruation irregular, migraine, neuralgia, ovarian cyst, pelvic pain, salpingitis, temporomandibular joint syndrome, tooth disorder, tooth loss, urinary tract infection, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Current weight 260 lbs. She take birth control pill. ¿concerning the injuries reported in this case, the following ones were described in patients social media: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain." Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event nerve pain, temporomandibular joint syndrome. On 23-mar-2020: content from social media received: new reporter and new event (¿9 d po and get hot flashes¿) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpinsitis'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, uterine bleeding and burning micturition. Concurrent conditions included gravida ii, parity 2, dysuria, breast disorder female, endometriosis of uterus, hypertension and hypothyroidism. Concomitant products included duloxetine hydrochloride (cymbalta), hydrocodone since 2008, lisinopril since 2015 and thyroid (armour thyroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain/weight gain/loss(specify which one) weight gain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and tooth loss ("dental problems tooth loss"). In 2008, the patient experienced headache ("headaches"), hypothyroidism ("autoimmune disorder type of disorder: thyroid/hypothyroidism"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have hormone level abnormal ("hormonal imbalance") and vitamin d decreased ("low vitamin d"). In 2013, the patient experienced dysmenorrhoea ("monthly pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 7 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), libido decreased ("low sex drive"), ovarian cyst ("ovarian cyst"), temporomandibular joint syndrome ("temporomandibular joint syndrome"), hot flush ("9 d po and get hot flashes") and neuralgia ("nerve pain"). The patient was treated with antibiotics and surgery (ablation on (B)(6) 2013, hysterectomy with bilateral salpingectomy/surgery (other) type of surgery: endometrial biopsy and robotic laparoscopic hysterectomy; bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, abdominal distension, menstruation irregular, headache, tooth disorder, depression, anxiety, libido decreased, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, vitamin d decreased, tooth loss, urinary tract infection, temporomandibular joint syndrome, hot flush and neuralgia outcome was unknown, the genital haemorrhage, dysmenorrhoea, hypothyroidism and back pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypothyroidism, libido decreased, menorrhagia, menstruation irregular, migraine, neuralgia, ovarian cyst, pelvic pain, salpingitis, temporomandibular joint syndrome, tooth disorder, tooth loss, urinary tract infection, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Current weight 260 lbs. She take birth control pill. ¿concerning the injuries reported in this case, the following ones were described in patients social media: monthly pain, low sex drive, ovarian cyst, irregular periods and weight gain.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), tooth disorder ("dental issues"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, tooth disorder, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, genital haemorrhage, headache, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new events were reported: depression and anxiety. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches") and tooth disorder ("dental issues"). The patient was treated with surgery (had surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache and tooth disorder outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, headache, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.